Event description:
During a cavotricuspid isthmus (cti) ablation procedure, a pericardial effusion occurred. While ablating the cti with a tacticath quartz ablation catheter, a steam pop was heard. The patient was without symptoms so the procedure continued. Two hours following the completion of the procedure, the patient was hyptotensive with an increased heart rate. An echocardiogram revealed a pericardial effusion and a pericardiocentesis stabilized the patient. The patient recovered and discharged home with no further issues.

Manufacturer narrative:
(B)(4). Additional information: the results of the investigation are inconclusive since the device was not returned for analysis; however, the data log files were received. The results of the analysis performed on the log files concluded that the tacticath performed as intended. The optical signals conformed to specifications, the recorded temperatures indicated cooling during rf ablation, and force measurements were displayed throughout the procedure. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record and analysis performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. Due to unknown procedural conditions we are unable to conclusively determine the cause of the reported pericardial effusion. Per the IFU, cardiac perforation is a known risk during the use of this device.